Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater would not heat. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
This product is being phased out in the global market. Service and replacement parts are no longer available.